Event description:
During a bariatric surgery procedure, generated error code for instrument. Retorqued. Still received error code for instrument. Replaced with a device of the same product code. Completed the procedure with no more product issues. There was no patient consequence.